Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, medical device: model #: mc1vr01us-delsys / expiration date: 28 mar 2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer?: no. Dev rtn to MFR? No. Device mfg date: 27-oct-2020. Labeled for single use? Yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced perforation, arrhythmia and ventricular fibrillation (vf) which required external shock and cardiopulmonary resuscitation (CPR). During the procedure and immediately following the first deployment of the leadless implantable pulse generator (ipg) the patients statistics dropped and pericardiocentesis was performed. When the patient was stable, the patient was moved to the operating room to surgically repair the right ventricular (rv) perforation. However, the patient was not able to be weaned off the pump post surgery and died. It was also reported that the incorrect registration details where recorded for this patient. The ipg was implanted and removed in the same procedure/day. An identification card with incorrect information was mailed. The registration information will be amended.